Manufacturer narrative:
The pump passed the displacement and self test. No missing segment/partial display anomaly was noted during testing. The pump had a cracked lcd window and cracked battery tube threads. The test reservoir locked in place properly and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack over the battery compartment and the screen appeared foggy and unreadable. The customer stated that the insulin pump was not bumped or dropped but did not know how the damage occurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.